Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Additional pt/event details have been requested. Should additional info become available, a follow-up report will be submitted.

Manufacturer narrative:
Additional information was received on july 21, 2015. Third party manufacturer performed a review of the routers used to manufacture lot# 14vm536544 and there were no discrepancies or deviations noted outside the normal process parameters. The retain samples for this lot were inspected and they were found to be functional and non-defective. No previous investigations are available. After a thorough batch record review no discrepancies or non-conformances were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the compliant will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
The complainant reports the flexi-seal signal fms (fms) retention balloon inflation port broke. The complainant adds there were no serious consequences to the pt except embarrassment and unpleasantries for the pt at the removal of the device.